Event description:
Intermittent noise was reported on the rv channel in office. Noise can be seen in periodic iegms beginning (B)(6) 2022. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2023 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.